Event description:
Report received of an overdelivery due to an operator error in programming the drug concentration. The physician order was for dilaudid 1mg/ml to be delivered by pca pump with a pca dose of 0.1mg to 0.2mg, a patient lockout of 15 to 20 minutes, a continuous rate of 0.1mg/hr as needed, and no 4-hour limit. The pump was programmed in 2003 at 11:00am to deliver dilaudid 0.1mg/ml instead of the intended 1mg/ml concentration in the pca only mode with a pca dose of 0.1mg, a patient lockout of 15 minutes, and no 4-hour limit. Two days later at approximately 4:00am, the pca dose was increased to 0.2mg. At approximately 10:00am, a continuous rate of 0.1mg/hr was initiated. At 12:20pm, the pump was programmed for the correct concentration of 1mg/ml and the therapy was resumed. At approximately 1:00pm, the pump was programmed in the pca only mode. At approximately 2:00pm, the pump was removed from clinical serivce. The patient's respiratory rate decreased to 14 breaths/min from their baseline of 28 to 30 breaths/min. The patient was arousable, but sleepy. Supplemental oxygen was administered to the patient for an unspecified amount of time. The customer reported that they were unable to determine if the decreased respirations were caused by the dilaudid overdelivery or by the paitent's disease process. It was reported that the patient's remaining vital signs remained stable. The patient recovered from the event. Therapy was resumed on a replacement pump. Though requested, no additional information was available.